Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness with a headache. There were false detections of atrial tachycardia/atrial fibrillation (at/af) due to far field r-wave (ffrw) oversensing. In addition, there appeared to be non-physiologic electromagnetic interference causing false detections of at/af and short v-v detections. The implantable pulse generator (ipg), right atrial (ra) and right ventricular (rv) leads still remain in use. No further patient complications have been reported as a result of this event.